Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The lesion being treated was calcified and located in a saphenous vein graft (svg). After predilation, the physician attempted to reach the lesion with a taxus liberte - 3.5 x 16 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. The physician then attempted to retract the stent delivery system (sds) and the undeployed stent dislodged from the balloon. The taxus stent was captured and deployed in the brachial artery without any complications.the procedure was successfully completed with an unknown size cypher stent. No further patient injuries or complications were reported. Patient status is reported as "satisfactory/good".

Event description:
It was further reported that the target lesion was located in the saphenous vein graft of the right coronary artery. The stent dislodged in the ostium of the target vessel during withdrawal into the guide catheter, before it reached the target lesion.